Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2710 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy-uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, cervical spinal stenosis, low grade squamous intraepithelial lesion, leiomyoma, ovarian cyst, left lower quadrant pain, parity 2, multi gravida, abnormal uterine bleeding and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2728 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: laparoscopy with bilateral salpingectomy and removal of ---essure, laparoscopy with removal of left ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2020: clinical history: menorrhea, abnormal uterine bleeding note: complains of heavy, painful periods, left lower quadrant pain,gravida-3 para-2 findings: uterus: echogenic foci consistent with essure devices are present in the cornual regions bilaterally. Impression: 6.4 cm anechoic cyst in left adnexal region, probably representing paraovarian versus less likely an ovarian cyst. There was a similar appearing left adnexal cyst in 2016. This may represent a persistent paraovarian cyst. Persistent ovarian cyst such as cystadenoma versus a new ovarian cyst is also possible. The cyst has benign features: 2 small myometrial masses most likely representing leiomyomas; bilateral essure devices are partially visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters, medical history, lab data, indication, removal date, event onset date, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.